Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the white tamping hypotube of a 5f mynx grip vascular closure device (vcd) was not present after deploying the device. The operator deflated the balloon and manual pressure was held. There were no reports of patient injury. No damages were reported on the device or device packaging prior to opening. The device was stored and prepped in accordance with the instructions for use (IFU). The user was trained in the use of the device. The mynx vcd was used in a diagnostic procedure with a retrograde approach. A non-cordis sheath introducer was used. The femoral artery's suitability was verified via ultrasound and an access angiography was performed. The vessel type was arterial, and the vessel diameter was verified to be greater than or equal to 5 mm. There was little to no vessel tortuosity and little to no presence of pvd/calcium in the vicinity of the puncture site. The user stated they believed they shuttled down all the way, with no significant resistance reported when shuttling down and no unusual force applied when retracting the sheath. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the white tamping hypotube of a 5f mynxgrip vascular closure device (vcd) was not present after deploying the device. The operator deflated the balloon and manual pressure was held. There were no reports of patient injury. No damages were reported on the device or device packaging prior to opening. The device was stored and prepped in accordance with the instructions for use (IFU). The user was trained in the use of the device. The mynx vcd was used in a diagnostic procedure with a retrograde approach. A non-cordis sheath introducer was used. The femoral artery's suitability was verified via ultrasound and an access angiography was performed. The vessel type was arterial, and the vessel diameter was verified to be greater than or equal to 5 mm. There was little to no vessel tortuosity and little to no presence of peripheral vascular disease (pvd)/calcium in the vicinity of the puncture site. The user stated they believed they shuttled down all the way, with no significant resistance reported when shuttling down and no unusual force applied when retracting the sheath. One non-sterile mynxgrip vascular closure device (5f) was returned for investigation. Upon visual inspection, the shuttle was found engaged to the black handle, and the advancer tube and sealant were exposed on the device shaft. A thorough examination was conducted to identify any visible damage or anomalies that could be related to the reported failure. However, no such issues were observed on the returned unit. Simulated deployment and inflation/deflation testing could not be performed on the returned unit, as the sealant was found exposed on the shaft of the device, indicating that the device had likely been partially or fully deployed. Additionally, the balloon contained dry saline solution. This condition did not allow for reliable inflation/deflation testing in accordance with the mynxgrip IFU. A microscopic analysis was performed on the returned unit, focusing specifically on the balloon component. This analysis confirmed the presence of dry saline solution inside the balloon. The reported event of ¿sealant-failure to deploy-advancer tube¿ was not confirmed through analysis of the returned device since the sealant/advancer tube were received deployed on the catheter with no anomalies noted. The exact cause of the issue experienced by the customer could not be conclusively determined during product investigation. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the failure to deploy incident reported since the device was received with the advancer tube on the catheter and the sealant deployed with no damages/anomalies that could have contributed to the issue reported. However, the issue experienced by the customer could be related to procedural/handling factors, such as incomplete shuttling down of the shuttle. Also, it was noted during analysis that the balloon could not be inflated/deflated appropriately; however, as the issue was found to be due to dried saline substrate within the balloon, it is highly likely that the customer did not experience this issue during the procedure. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the product analysis, nor the information available for review suggest that the reported issue experienced could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.